Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 43 mg/dl. Customer stated that they were having trouble with the reservoir area. Customer stated that they were not treated. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer used auto mode. Customer reported auto mode was not automatically delivering insulin at the time of low blood glucose event. Customer does not alleged insulin pump was over delivering. The insulin pump will not be returned for analysis.